Event description:
During a left heart catheterization via the right radial artery, the pt reported discomfort during removal of a terumo ikari 3.5 catheter. Upon removal it was noted that the catheter was kinked / crushed.